Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left-side "capsular contraction baker grade iii". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified: crease fold, brown particles in the fill channel, wear abrasion and opening. Leak test was performed and found opening on the posterior. A microscopic analysis was performed which identify an opening striated in the patch. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the patch side assessed as surgical damage.

Event description:
Healthcare professional reported left-side "capsular contraction baker grade iii". The device has been explanted.